Event description:
In (B)(6) 2008, I had total hip replacement with depuy pinnacle system. This hip failed within 3 months and a revision was done (B)(6) 2009. This hip also failed and another revision was done (B)(6) 2010, using another company's implant. I am now disabled and was forced to retire on disability at the age of (B)(6).